Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated the insulin pump was exposed to sweat. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded keypad traces. Also received with ink spots and bleeding on the lcd glass. No button error alarm noted during testing. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, broken battery tube threads. The insulin pump received without the original pump belt clip slot, no damage on pump belt clip slot noted.